Event description:
On (B)(6) 2022 a patient underwent a lateral interbody fusion procedure from l2 to l3. During insertion of a spacer the distal tip of the inserter fractured off in the implant and remained in patient. The surgery was completed without further issue with no adverse impact to the patient.

Manufacturer narrative:
No device was returned and the fractured portion of the device currently remains in situ encompassed by the engaged implant. X2 lateral radiographs and x1 photo of the damaged inserter were provided confirming the alleged complaint. Review of the design history records show material batch ms5581 was released into the field october 2019. While root cause of the fracture cannot be determined review of similar events suggest off angled excessive force and or aged wear fatigue as possible causes or contributors. No additional investigation can be completed. Label review: "... Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "... Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "... Based on fatigue testing results, when using the modulus interbody system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system..." "... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
New or updated information listed on section h10.

Manufacturer narrative:
The device was received by nuvasive on january 26, 2023 and the complaint was confirmed. Manufacturing review identified lot ms5581 was released to the field oct 22, 2019. Examination of returned inserter found the distal tip fractured off just above the threaded portion with what appears to be a high cycle - low load fatigue fracture and likely the result of excessive use fatigue and or off angled excessive force during use indicating wear fatigue as the root cause. The fractured tip per surgeons prerogative was left in-situ fixed in the interbody attachment feature, the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. Manufacturing review: review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."